Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant due to an outflow graft (ofg) obstruction. A computed tomography (CT) scan of the patient's chest revealed external compression of the (ofg) at the outflow graft bend relief. There was an irregular mural thrombus along the outflow tract causing up to 50% stenosis. The customer requested the pump be returned as a functioning demo, using any driveline that was returned. They were made aware that the driveline may be short in the returning demo. Of note, the patient has been experiencing increased shortness of breath and increased fatigue for the past six months. The patient had no other symptoms.

Manufacturer narrative:
H6 - investing findings code 4253 - blockage identified. Incidental findings: superficial damage to the outer jacket of the distal end of driveline manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed based on the evaluation of heartmate ii left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal portion of the driveline was returned measuring approximately 9.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port; however, the flex section was cut in half prior to return. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attached to the outflow elbow; however, it was cut approximately 3¿ from the graft hardware and a 4¿ portion of the severed graft was returned. The 4¿ portion of the outflow graft had been severed open prior to return. The outflow graft bend relief was returned detached and in two pieces. An extra 5.5¿ of non-abbott bend relief material was also returned. Tissue was covering the outside of the proximal portion of outflow graft; however, the report of an outflow graft obstruction could not be determined through this evaluation due to the returned status of the outflow graft and bend relief. The lumen of the two returned portions of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The textured blood-contacting surface of the graft attachment revealed no evidence of developed or adhered depositions or thrombus formations. Examination of the inlet elbow revealed a red tissue-like deposition occluding the distal opening. The deposition was well adhered around the distal opening only and had a lining-like structure that appeared to extend into the inlet stator. The structure collapsed once the inlet elbow was removed. Although its origin cannot be conclusively determined, the deposition was likely present while the device was in operation for an unknown duration of time. However, it was reported that there were no changes in pump parameters which suggests that the deposition did not affect blood flow through the pump. The deposition was sent to an outside lab for histopathology (refer to (B)(4)). The deposition was determined to be a fibrin clot with very little host cell infiltration. No organisms were seen with gram¿s stain. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.